Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus and did not finish eating amount of food she bloused for. Customers blood glucose (bg) lowered to 48 mg/dl. To address bg, the customer drank juice and consumed crackers. Recommendation was made to consult with healthcare provider regarding diabetes management.